Manufacturer narrative:
Qn#(B)(4). The reported complaint of "the ap waveform had gaps in the drawing of the waveform and also the pressure values were off" is confirmed based on the photos. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ap waveform display issues. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "perfusionist was having an issue with an [iabp]. During a treatment the ap waveform had gaps in the drawing of the waveform and also the pressure values were off". Additional information states that the pump was changed out for a secondary pump and that "the patient was appropriately discharged on (B)(6) 2022".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "perfusionist was having an issue with an [iabp]. During a treatment the ap waveform had gaps in the drawing of the waveform and also the pressure values were off". Additional information states that the pump was changed out for a secondary pump and that "the patient was appropriately discharged on (B)(6) 2022".